Event description:
It was reported that the unit emitted sparks from the vent on the base of the unit. The sparks allegedly produced burn marks on the sheet. The pt had been removed prior to the alleged incident.